Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) evaluated the device onsite. The fsr checked the unit and found a faulty mean airway pressure (map) meter, which would display fluctuating map readings. The fsr performed a two thousand hour (2k) preventative maintenance procedure and other manufacture testing, which did not identify any other assembly failures. Having passed all manufacture testing the device was return to the customer working to specifications. At this time, the reported event was not duplicated however a map meter failure was identified, which is not believed to be the cause of the reported event on this complaint. No hardware return is expected or anticipated on this complaint therefore no further investigation will be required.

Event description:
The customer reported that the amplitude setting dropped and the device stopped cycling. The customer was unaware of any patient involvement and had no further information. The customer reported requesting a vyaire onsite service evaluation.